Manufacturer narrative:
Neither the needles nor the system were returned for analysis. No investigation of the needles or system is warranted as the reported issue does not imply a failure of (B)(4)'s products. This event represents a known inherent risk of a cryoablation procedure and is identified in the labeling as a potential adverse event.

Event description:
Female who had uncomplicated percutaneous left renal lesion cryoablation on (B)(6) 2012. Follow-up scans through the 12 month period showed normal post-cryoablation changes and nothing suspicious or abnormal is noted in the reports or progress notes. On (B)(6) 2013, approx.18 months post-cryoablation, a CT showed ureteropelvic junction (upj) obstruction and lesion enhancement suspicious for recurrence. The lesion was in the proximity of the upj. Progress notes in the medical records indicate the upj obstruction is likely related to the cryoablation. On (B)(6) 2013, subject had a radical nephrectomy in order to treat both issues. (B)(4) learned of this during study monitoring. The protocol only collects aes for 30 days post-cryoablation. Galil discussed with the steering committee and the treating physician and has decided to be conservative and record it as a delayed ae. Based on discussions 27oct2015, it was decided to report this as an sae vs an ae for the study because the subject was hospitalized for the nephrectomy and required surgical intervention to prevent permanent impairment of a body structure or body function.